Manufacturer narrative:
Method: lot history records review. Results code: deviations were found during lot history records review that would be expected to cause or contribute lack of incorporation. It is unclear whether the surgeon believes the cage or the bone void filler did not incorporate. In addition, the events leading to the revision surgery have not been reported. Additional clinical info has been requested.

Event description:
A tm-100 cage and 1cc of copios paste were implanted at c5/c6. Approximately 31 months later, revision surgery was being performed to address c5/c6 and c6/c7 adjacent level disease. During revision surgery, it was discovered that the implant was not incorporated into the body of c5. The implant was removed and a vbr-11 implant was placed from c5 to c7